Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device did not fire. The surgeon was able to pressed the green button but could not squeezed the handle. A new reload was used to continue the procedure. There was no patient injury.